Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(4). Concomitant med products: dcb02 detachment control box, prowler select plus microcatheter, and deltaxsft 10 3 mm x 6 cm. Initial reporter information such as the name, phone and email address are unknown. [Complaint conclusion]: the healthcare professional reported that during the pre-pancreatic cancer removal coil embolization procedure with the target lesion at the right gastric artery, the microcatheter and guidewire approached the target lesion with vessel diameter measured at 2.5 mm, as a unit and the coil embolization was started with the deltaxsft 10 3 mm x 6 cm (dlx100306 / s12431) was chosen as the first coil for the procedure, but the delta xtrasft coil could not be placed properly; the physician tried to resheath the coil but it could not be resheathed. The delta xtrasft coil was replaced with the deltafill 18 4 mm x 15 cm (dlf180415 / s14146). The physician could not use this deltafill coil because it was oversized for the lesion. It was replaced with the deltafill 18 3 mm x 12 cm coil and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The deltafill 18 4 mm x 15 cm (dlf180415 / s14146) was returned and during the investigation, the embolic coil was observed to be kinked in several places. Based on the investigational finding, the event meets MDR reporting criteria. Investigation summary: two devices were returned for (B)(4) in separate packages. No labeling was returned, but the devices can be distinguished by length. The device length was measured with ruler 70007-02ex. This device is longer than 10 cm, so it was associated with this pi. See (B)(4) for the evaluation of the other device. The embolic coil is advanced out of the introducer and tangled around the device positioning unit (dpu). The device was gently untangled. The device is almost fully sheathed. There are no apparent kinks or bends in the dpu core wire. Ball tip was found to be intact. Blood is present at distal end of embolic coil. Multiple kinks were observed in the embolic coil. The distal outer sheath was not softened indicating that the resistance heating (rh) coil has not heated. The v-notch in the sheathing tool was not damaged. An attempt was made to retract the embolic coil into the introducer. The embolic coil could not be fully retracted into the introducer. In the attempt the embolic coil stretched. A review of manufacturing documentation associated with this (s14146) lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the complaint of rezipping difficulty is not confirmed. As returned, the introducer is almost fully zipped. The embolic coil is kinked in several places, and the kinks prevent the embolic coil from retracting fully into the introducer. The circumstances of the reported event are unknown, and the cause of the observed kinks in the embolic coil cannot be identified from the condition of the returned device. Because the embolic coil was fully advanced out of the introducer when it was returned, it is possible that some or all of the observed damage occurred after the reported event, during storage and/or shipping. 100% of devices are inspected at final assembly, including advancing the embolic coil out of the introducer and retracting it back in per 103002467 rev. 12. Damage such as that observed in the returned device would be caught at this inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage to the embolic coil. Device history lot - a review of manufacturing documentation associated with this (s14146) lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device history record review was performed, and it did not suggest that the observed kinks on the embolic coil could be related to the manufacturing process of the product. The exact cause of the kinks could not be conclusively determined from the condition of the returned device. The embolic coil was returned fully advanced out of the introducer, it is possible that some or all of the kinks might have occurred during the storage of the device for return and/or during the shipping of the device back for failure investigation. Devices undergo 100% inspection at final assembly, which includes advancing and retracting the embolic coil in and out of the introducer. The kinks observed on the embolic coil would have been caught during final inspection; it is very unlikely that the deltafill 18 4 mm x 15 cm left the manufacturing facility with the observed kinks on the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008114965-2018-00699 and 3008114965-2018-00700. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the pre-pancreatic cancer removal coil embolization procedure with the target lesion at the right gastric artery, the microcatheter and guidewire approached the target lesion with vessel diameter measured at 2.5 mm, as a unit and the coil embolization was started with the deltaxsft 10 3 mm x 6 cm (dlx100306 / s12431) was chosen as the first coil for the procedure, but the delta xtrasft coil could not be placed properly; the physician tried to resheath the coil but it could not be resheathed. The delta xtrasft coil was replaced with the deltafill 18 4 mm x 15 cm (dlf180415 / s14146). The physician could not use this deltafill coil because it was oversized for the lesion. It was replaced with the deltafill 18 3 mm x 12 cm coil and the procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The deltafill 18 4 mm x 15 cm (dlf180415 / s14146) was returned and during the investigation, the embolic coil was observed to be kinked in several places. Based on the investigational finding, the event meets MDR reporting criteria.